Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) complaint history review (chr) are not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
Customer reported that the patient implanted the catheter smoothly, but it was found that the catheter had great resistance and could not be used normally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3: device not returned for evaluation.

Event description:
Customer reported that the patient implanted the catheter smoothly, but it was found that the catheter had great resistance and could not be used normally. No other information was provided.